Manufacturer narrative:
The field service engineer determined there was a clot in a probe and a slider needed replacement. The probe and slider were replaced. Calibration, controls, and precision studies were performed. Correlation studies were also performed with another system. The investigation determined the service actions resolved the issue. Component code - device subassembly = slider.

Event description:
The initial reporter stated they received discrepant results for four patient samples tested with ise indirect na for gen.2 on a cobas 8000 ise module. The fourth sample also had discrepant results for ise indirect cl for gen.2. No incorrect results were reported outside of the laboratory. The samples were repeated on a second analyzer and the repeat values were believed to be correct. The first sample initially resulted with an na value of 150 mmol/l, which repeated as 144 mmol/l. The second sample initially resulted with an na value of 147 mmol/l, which repeated as 139 mmol/l. The third sample initially resulted with an na value of 151 mmol/l, which repeated as 144 mmol/l. The fourth sample initially resulted with an na value of 165 mmol/l, which repeated as 140 mmol/l. This sample initially resulted with a cl value of 119 mmol/l, which repeated as 101 mmol/l. The na and cl electrode lot numbers and expiration dates were requested, but not provided.